Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a main body ovation device. On (B)(6) 2017 a secondary procedure (sf # (B)(4)) was performed because of an occluded limb due to low outflow. During the intervention, additional limb stent grafts were implanted.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary endovascular procedure for treatment of an occlusion of the left iliac artery/stent and a successful relining procedure. Additional findings include 6 months post implant: urgent presentation - lower limb ischemia; acute thrombosis of the right iliac artery during the left iliac relining; left to right femoral-femoral bypass, and bilateral endartarectomies and thrombectomies of the common iliac to common femoral arteries. The most likely cause of the occlusion within the device could not be determined due to the lack of medical images surrounding the implant or the event procedure. However, pre-existing severe bilateral iliac stenosis likely contributed to the primary occlusion and the acute intraoperative occlusion of the right iliac artery that resulted in two additional surgical interventions of the right pelvis and lower extremity. The patient was discharged home on the third post operative day on antiplatelet and anticoagulation therapy. To date there have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system.